Manufacturer narrative:
This medwatch is for the port only. The band portion was previously reported via MDR# 2024601-2013-01056. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by apollo. Visual examination may determine connector type associated with this report. Further information from the reporter regarding the serial number has been requested. No additional information has been received to date.

Event description:
Reported as "patient came in for a port fill. Due to the band leaking during the fill, physician removed the lap-band." Further clarification found "fix of lagb broken port, clearly there is a leak in the balloon and needs to be completely replaced. The full system was explanted." This report captures the port removal only. The band was previously reported via MDR #2024601-2013-01056.